Manufacturer narrative:
H.10: the information about the device serial number has been added to the dedicated section d.4 and h.4 has been updated accordingly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative checked the gas blender and he was not able to reproduce the reported failure. The device was found to be working according to specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service in its expected function. The device was requested back for investigation and it was not made available since it is in use at the hospital and it works properly. Based on all above facts, the most likely root cause of the reported error message is a temporary loose connection between gas blender and the system.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system triggered an error message on the system panel and stopped working during procedure. There was no report of patient injury.